Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's wounds did not heal after implant. The implantable neurostimulator (ins) and paddle lead were explanted. Additional information reported that the patient had methicillin resistant staph aureus (mrsa), which was the reason for the explant.

Event description:
Additional information received reported that the infection began on (B)(6) 2013. It was stated that preoperative antibiotics were given (via intravenous and oral). It was added that the patient experienced fever, redness, swelling, drainage, pain, and incisional wound opening. The primary site for infection was reportedly the pocket site and lead track. A culture was obtained and the organism was found to be (B)(6). The entire system was explanted and the patient outcome was reportedly ongoing. It was noted that the patient had a history of infection and was difficult to treat. It was also noted that during the patient¿s (B)(6) 2013 office visit, the patient was healing well and there were no signs of inflammation or infection, but the patient did experience pain. The patient¿s peripherally inserted central catheter (pic line) was removed and labs were retaken. It was noted that the hcp was to restart oral antibiotics if there were any ¿increases¿ in lab work.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).